Event description:
It was reported that tip detachment occurred. The target lesion was located in slightly tortuous and slightly calcified left anterior descending artery. An opticross imaging catheter was use but failed to advance in to the lesion. During removal of the device it was noticed that the tip of the catheter was snapped off. No patient complication were reported and patient is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed no issues with the device appearing to be in good condition. No detachment was observed. Microscopic inspection revealed the guidewire exit port was deformed and a kink in the imaging window. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. A media inspection was performed to the attached pictures on the parent record, no evidence that could relate to the alleged failure was encountered.

Event description:
It was reported that tip detachment occurred. The target lesion was located in slightly tortuous and slightly calcified left anterior descending artery. An opticross imaging catheter was use but failed to advance into the lesion. During removal of the device, it was noticed that the tip of the catheter was snapped off. No patient complications were reported and patient is fine.